Event description:
The customer reported that while the iabp was in use on a pt, the iabp generated a "low battery" alarm while plugged to the ac power and in few minutes shut down. The pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The iabp and the batteries involved in the event were returned to (B)(4) for investigation. The company rep was able to reproduce the failure, however, it was intermittent and was not possible to isolate the cause. The iabp and the batteries will be returned to our mfg facility in (B)(4) for further investigation. The device history record (DHR) for the iabp was reviewed and no nonconformances were noted. A supplemental medwatch form will be submitted when add'l info becomes available. (B)(4).